Manufacturer narrative:
S/w ver 3.18e pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, overlay scratched cracked select button keypad overlay, broken reservoir tube lip, cracked case behind the pump near the battery compartment, faded serial number label, peeling end cap address label, missing display window cover, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported that the battery compartment had crack spirals down to the face of the insulin pump. Blood glucose level was unknown. The insulin pump will be returned for analysis.